Event description:
Additional information was received from a manufacturing representative (rep). The rep reported that due to system availability no action had been performed. It was noted that for similar cases the issue was solved by changing the booting sequence on bios configuration, so most likely the cmos battery would not need to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding this case. It was reported that during the fca  software upgrade to version 3.1.7, if the software cannot be loaded by changing the bios configuration then is possible to perform the upgrade. Thus there is no error, is part of the upgrade process if something will not work from the beginning, then by checking bios configuration and changing accordingly fca can be successfully performed.

Manufacturer narrative:
Additional information: it was reported that during upgrade, process was stuck on status bar when imaging system was performing network boot. Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that ias computer with preinstalled software was replaced to resolve the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned for analysis. Functional testing determined that the computer was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported the software was uninstalled and the previous version was reinstalled. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that as the field service engineer (fse) was uninstalling and reinstalling software, the process was stuck on status bar when "system is performing network boot". There was no patient present.